Event description:
Patient reports the dentist recommended patient should stop using the aligners due to the poor quality of the product and damage to the bottom teeth that has been down to the gums. The patient also noted tmj (temporomandibular joint).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.